Event description:
Olympus was informed that the user facility was not reprocessing the endoscopes in accordance with the directions for use. The user facility personnel were reportedly not submerging the entire device into the disinfectant, and was only cleaning the distal end of the device that came into contact with the pt. No further detailed info was provided.

Manufacturer narrative:
Olympus followed-up with the user facility via phone and in writing to obtain add'l info regarding this report without success. The device referenced in this report was not returned to olympus for eval. An olympus endoscopy support specialist has been dispatched to the user facility. If add'l and significant info becomes available at a later time, then this report will be supplemented. Olympus instructions and reprocessing manuals provide detailed info on how to reprocess endoscopes. This report is being submitted as a medical device report in an abundance of caution.